Event description:
It was previously reported that there had been a volume discrepancy, but further review of the source information indicates that there were no volume discrepancies.

Event description:
It was reported the patient had increased pain for about one year. The patient's doctor switched the patient from morphine to hydromorphone to see if the new medication would help the patient. It was also noted there had been a volume discrepancy. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer; patient product ID (B)(4), lot # n180042004, implanted: (B)(6) 2009, product type catheter. (B)(4).